Event description:
Customer states that the strip vial has the expiration date of 8/31/06 printed on the label. Manufacturer has the expiration date as 10/31/02. No adverse event reported. Customer reports the vial label appears smeared. Requested return of suspect vial and replacement was sent.